Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt a vibratory alert and presented to the clinic. The patient had no issues prior to the vibratory alert. Upon examination, the implantable cardioverter defibrillator was found exhibiting backup vvi operation. A device reload and restoration was successfully performed. The patient did well during and after the device interrogation and left the clinic in good condition.